Event description:
I went to a new dentist (just moved from (B)(6)) for a regular cleaning. While there, they sold me mi paste, which they said would help my teeth be healthy. The box and the instructions (in many, many places) says that it is for professional use only. Not only that, it doesn't have anywhere on it how frequently to use it, and my hygienist said to use it daily. If this is for professional use only. It stands to reason it would only be used a person once every six months or so, but they told me every day. I'm scared being sold a product from my dentist that is clearly labeled to be for professional use only. I have zero dental training. "Is the product over-the-counter: yes." Quantity: 1 40g tube. The problem did not stop the person reduced the dose or stopped taking or using the product.